Event description:
Patient called back and mentioned previous information in this case. Patient mentioned their stimulation was supposed to be helping their right leg and back. Patient's stimulation was working in the left leg. Patient mentioned if they sat a certain way or coughed in the bed the stimulation felt too high and they could feel the tingle in their leg from the top of their leg to about half way though their calf. Patient was going to turn the stimulation down today but their communicator wasn't working. During the call patient had an orange light on the communicator and it went off. Patient plugged the communicator cord and there was no light on the communicator. Patient plugged the adapter to a different outlet and there were no damages on the communicator cord. Only the communicator cord was plugged into the adapter. Patient unplugged the communicator. Patient reset the communicator. Patient would turn the communicator on but the light would not stay on and kept going off. The communicator would not stay on or charge. Agent redirected patient to their healthcare provider (hcp) for the stimulation issue and agent advised patient to call back if they needed assistance with pairing the replacement communicator.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient says when they lay down to go to bed they feel a strange tingling, similar to if a person were to use a tens unit and not have a good connection. Pt is not currently using a tens unit and is feeling this feeling from their ins. Pt says the ins is for their back and right leg, but are feeling the tingling on the left side "in the waist area over towards the back a little bit and now my back and leg have been hurting". Pt says this started a couple of weeks ago. They said they have "had a lot of falls because my balance is bad and I had surgery in my right foot and toe for arthritis and neuropathy so I trip because I don't lift the foot all the way up and I use a brace now which helps a lot". Pt says the most recent fall was in july. Pt says when stimulation is working it helps a lot. The patient was redirected to their healthcare provider to further address the issue. Patient ca lled bac and repeated previously documented information. Patient mentioned the manufacturing representative (rep) adjusting their stimulation, seemed like it helped at first but now their right leg and back hurt everyday. Agent walked patient through adjusting stimulation in groups a and b, patient increased stimulation and mentioned they don't feel stimulation. Patient mentioned when they laid back in their recliner, they can feel stimulation at the bend of their left leg to the top of their left leg but patient noted the pain was in their right leg and back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated the stimulation issue has been resolved with recharger replacement. But they had a heart attack and had 4 bypass done. While in the hospital ins gets worsening so they want to get it replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported they don't know what the cause was but that they have fallen a few times and they don't have that feeling anymore. The right side still hurt at times real bad and issue has not been resolved. Pt is going to call their doctor back.